Event description:
Customer reportedly obtained results of 323 mg/dl, 143 mg/dl, 142 mg/dl, and 134 mg/dl within 10 minutes on the advantage system. Customer's wife stated that no action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.